Event description:
It was reported that stent damage occurred. The 99% stenosed, 38mm in length target lesion was located in the moderately tortuous and moderately calcified 2.5mm in diameter left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 99% stenosed, 38mm in length target lesion was located in the moderately tortuous and moderately calcified 2.5mm in diameter left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.